Event description:
It was reported that during a device check following device upgrade, the implanted right ventricle (rv) lead exhibited failure to capture and high pacing impedance. The lead revision was planned. During the revision procedure on (B)(6) 2022, the right ventricle lead after reposition still exhibited high pacing impedance. The rv lead was explanted and replaced during the same revision procedure. Patient was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, no capture and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil over-torqued consistent with procedural damage. After cleaning the blood from the helix, it was able to be retracted and extended. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue and over-torque of the inner coil. The reported events of no capture and high pacing impedance were not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.